Event description:
Related manufacturer reference number 1627487-2022-05248. It was reported that patient experienced therapy and uncomfortable sensation. Attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the entire system was explanted. The investigation did not determine which lead was involved.

Manufacturer narrative:
Date of event is estimated. The allegation is against [3] of [5] [components]; however, it is unknown which [component(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8296858. Common device name: drg lead, model: mn10450-50a. UDI: (B)(4). Serial: (B)(4), batch: 8372331. Common device name: drg lead, model: mn10450-50a. UDI: (B)(4), serial: (B)(4), batch: 8372331. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.